Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Note: the date of implantation is unknown. The follow-up was sent to the customer and when new information arrives, the supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with an unspecified gel mentor breast implant and experienced left side rupture. As a result, the patient had undergone removal and replacement with non-mentor brand implant allergan on (B)(6) 2019.